Manufacturer narrative:
Correction: describe event or problem , unique device identifier (UDI)#. Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer? , imdrf annex a,g,b,c,d codes, remedial action required, remedial action # and manufacturer narrative. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary: the reported event of the suspect pump module alarming for patient side occlusions was confirmed through laboratory testing and through a review of the device logs. Laboratory testing replicated the reported patient side occlusion alarm. A patient side occlusion alarm occurred during a test infusion performed on the suspect device in the ¿as received¿ condition. Analog sensor testing observed that the voltage increased as expected to rail voltage (4.85v - 5v) when light pressure was applied to the sensor; however, the voltage did not return to the zero offset voltage when the pressure was released and was stuck at the rail voltage (4 956 v). Replacement of the faulty fs01 pressure sensor observed no further patient side occlusion alarms during functional testing. The patient occlusion alarm reoccurred during functional testing when the original fs01 pressure sensor was reinstalled into the patient side of the suspect device the review of the pou event log began when the suspect device was programmed for a continuous infusion to infuse dobutamine (drug ID 1) at the rate of 23.67 ml/hr with the volume to be infused (vtbi) of 250 ml on (B)(6) 2024 at 10:58:13 am. From 10 58.52 am to 11 00:27 am, a patient side occlusion occurred six (6) times, but the programmed infusion was eventually restarted. At 11:05'09 am, the dose of the continuous infusion was reprogrammed to 10 mcg/kg/min, which resulted in the infusion parameters changing to a rate of 47.34 ml/hr, with a vtbi of 248.395 ml. At 11.08 06 am, the dose of the continuous infusion was reprogrammed to 20 mcg/kg/min, which resulted in the infusion parameters changing to a rate of 94.68 ml/hr, with a vtbi of 245.979 ml. From 11:09 45 am to 11 11.12 am, a patient side occlusion occurred nineteen times, and although the programmed infusion was eventually restarted, it experienced an additional three occurrences from 11'11 15 am to 11 12.16 am, prompting another restart. At 11¿12:23 am, the suspect device was selected and then channeled off there were no other infusions that occurred on (B)(6) 2024. Inspection of the patient side pressure sensor (fs01) observed a date code of 0835 (august 2008), making the pressure sensor 16 years old. Inspection and testing of the incident administration set could not be performed since the incident administration set was not returned for investigation. Pressure sensor tip sheet cautions the clinician to avoid pressure sensor damage, do not apply pressure to the center of the pressure sensors. The device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Note to repair center - device opened for investigation, please re-torque all screws. Repair center should follow their normal processing of the device, looking for any incidental issues prior to returning it to the customer. Dchu will not cover the costs associated with any incidental findings or physically abused components root cause: the root cause of the reported event of the suspect pump module alarming for patient side occlusions was attributed to a faulty fs01 pressure sensor. The age of the pressure sensor could also be a contributing factor. Note that this report lists imdrf annex a050701, a1801, g02017, c07, c0601, d15, d01 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported while undergoing a dobutamine stress echocardiogram the pump alarmed occlusion-patient side. The IV was flushed and found to be working. The pump was restarted. Once the patient reached peak heart rate, the pump began to alarm again. The IV was again assessed and found to be flushing without difficulty. The pump would not restart, the tubing was completely disconnected from the patient, the device continued to alarm occlusion-patient side. IV pump and module were removed from service. There was patient involvement, but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported while undergoing a dobutamine stress echocardiogram the pump alarmed occlusion-patient side. The IV was flushed and found to be working. The pump was restarted. Once the patient reached peak heart rate, the pump began to alarm again. The IV was again assessed and found to be flushing without difficulty. The pump would not restart, the tubing was completely disconnected from the patient, the device continued to alarm occlusion-patient side. IV pump and module were removed from service. There was no patient involvement, but no harm.

Manufacturer narrative:
Additional information: imdrf annex a, g, c, d codes. Correction: manufacturer narrative. Note that this report lists imdrf annex a050701, a1801, a040506, a040502, a0401, c07, c0601, c23, c17, d15, d01, d11, d07, g02017, g04037, g04067, g0204002 codes not associated with the reported event but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.

Event description:
It was reported while undergoing a dobutamine stress echocardiogram the pump alarmed occlusion-patient side. The IV was flushed and found to be working. The pump was restarted. Once the patient reached peak heart rate, the pump began to alarm again. The IV was again assessed and found to be flushing without difficulty. The pump would not restart, the tubing was completely disconnected from the patient, the device continued to alarm occlusion-patient side. IV pump and module were removed from service. There was patient involvement, but no harm.